Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the patient¿s leg on (B)(6) 2019. The patient¿s mother stated the sensor wire was retained in the patient¿s leg which was confirmed through x-ray imaging. The patient was having pain in their leg and was referred to an orthopedic surgeon and provided motrin for the pain. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The sensor was inserted into the leg. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.